Event description:
It was reported that a remote transmission shows a high capture threshold on the left ventricular (lv) lead and increasing threshold trend. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2013; 6947-58 lead, implanted: (B)(6) 2013; ha25023h tissue valve, implanted: (B)(6) 1998. (B)(4).